Event description:
It was reported that the tandem mobi pump shut down unexpectedly and needed to be placed on a charging pad to turn back on. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value being displayed as "high." The customer attempted to get the pump operating again without requiring third-party assistance. Once the pump was back on, technical support educated the caller about resetting the insulin on board and max hourly bolus to zero and manually restarting cgm sessions. Additional instructions were provided for uploading pump logs for further investigation and follow-up by technical support.